Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the water supply was insufficient due to clogging of the air/water nozzle, the curved rubber adhesive was missing, there was a foreign object in the nozzle, the bending angle was insufficient due to elongation of the angle wire, the flexible tube of the insertion section was crushed, the operation part was scratched, the switch box was scratched, the suction cylinder was scraped, the operation unit cover was scratched, the up/down knob was scratched, the up/down angle fixing lever was scratched, the right/left knob was scratched, the grip was scratched, the universal cord was scratched, the scope connector side of the universal cord was scratched, the scope connector was scratched, the scope connector cover was scratched, the right/left angle fixing knob was scratched, the paint on the air/water supply was peeling, and the paint on the suction cylinder was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had weak air/water flow. Inspection and testing of the returned device found a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: event description.

Event description:
The issue was found during a diagnostic gastroduodenal fiberscopy. No additional anesthesia was used, there was no delay. The procedure was completed with the same device.